Event description:
Patient received inappropriate shocks due to noise/oversensing which caused inappropriate vf detection. The physician requested ICD detection be turned off. The lead remains implanted at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.